Event description:
The electric system 6 handpiece cable was returned to stryker instruments for service, and during functional evaluation it was noted that the device was overheating. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of heat was confirmed. The cable was confirmed to have an increase in temperature near the handpiece connecter. This was caused by internal wire damage of the cable.

Event description:
The electric system 6 handpiece cable was returned to stryker instruments for service, and during functional evaluation it was noted that the device was overheating. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.